Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with medical records received. Clinical notes revealed a 2 stage revision was performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 163669 32mm mod head cocr std neck lot#: j6336824, catalog#: 010000665 g7 pps ltd acet shell 56f lot#: 6476140, catalog#: 010000850 g7 neutral e1 liner 32mm f lot#: 6283868. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05199, 0001825034-2019-05201, 0001825034-2019-05202.

Event description:
It was reported that the patient underwent a revision procedure approximately two weeks post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.